Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the left ventricular lead exhibited high pacing impedance. The lead was not used and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The final analysis found that as received, a complete lead was returned in one piece. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device and the test is-4 connector sleeve. Dimensional analysis results were within product specification. No other anomalies were noted.